Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post lumbar laminectomy syndrome. Information was reported that whenever the patient tries to charge her battery it won't charge. The patient said it's been doing this for a while. The patient's ins is at end of service (eos). There was no allegation against the longevity of the battery. The patient has been in pure misery and pain. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that cause of the stimulator reaching eos prior nine years was not determined.